Event description:
As reported by the customer "pump say its running but its not. After patient didn't get fed, they tried to give patient some formula and when that didn't work they went to the ER."

Manufacturer narrative:
Actual device evaluated. Results: the device's history logfile was analyzed and was verified that the device operated as expected. Conclusions: this device operated as designed. The device history logfile did show a number of "no flow out" alarms. The pump was primed, turned off, then turned back on and following the power cycle, the feeding ran correctly. Could not confirm or duplicate the problem.